Event description:
Harmonic device seal visualized by camera to be warped during use in case. Vendor rep was in the operating room suite at the time and stated that this happens rarely, but is a known issue. Device was removed and given to this facility's inventory clerk for proper documentation and f/u with MFR. FDA safety report ID# (B)(4).